Event description:
Home pt (hp) reports leak at y-junction in supply line tubing of homechoice set. Hp noted during prime, prior to pt connection. Treatment was discontinued and new supplies set up. Hp reports no injury or medical intervention as a result of incident.